Manufacturer narrative:
The serial number for the c501 module is (B)(6). The serial number for the c303 module is (B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable benzodiazepines plus results for 2 patient samples on a cobas 6000 c (501) module compared to a cobas c303 module. Patient sample 1: the initial result was 200 mabs, performed on a cobas c303 module. The sample was repeated on the same module and the result was 201 mabs. The positive results were questioned due to a test flag in the instrument manager. The sample was repeated on the c501 module and the result was 9 mabs. The negative result from the c501 was reported to the provider but the customer is unsure which result is correct. Confirmation results (gcms) for patient sample 1: the nordiazepam result was 16 ng/ml with a cutoff of 10 ng/ml. The oxazepam result was 61 ng/ml with a cutoff of 10 ng/ml. The temazepam was 41 ng/ml with a cutoff of 10 ng/ml. Patient sample 2: the initial result was 358 mabs, performed on a cobas c303 module. The sample was repeated on the same module and the result was 362 mabs. The positive results were questioned due to a test flag in the instrument manager. The sample was repeated on the c501 module and the result was 27 mabs. Initially, the positive results were reported outside of the laborator, but a corrected report with the negative result was sent. The specimen type used for testing was urine.

Manufacturer narrative:
The customer declined a service visit. Calibration and qc data were acceptable. The analyzer alarm trace contained an abnormal sample aspiration alarm. The investigation did not identify a product problem. The cause of the event could not be determined.